Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of devices not associated. Technical support: 1. Connect to systems manager (sm) server 2. Launch sm. 3. Browse to administration. 4. Under the administration function: manage networks (default page) look at the manage ip address ranges. 5. To add an ip address range do the following: click add ip address range. Enter the ip start and ip end, as provided by the customer. From the drop-down list select the facility the ip range belongs to. Click save. You will immediately receive the following message: "in order for your saved changes to take effect, the "apply settings" button must be clicked. This will refresh network connectivity for all pc units. If you wish to make additional change to the network settings, please click "continue". You can also apply settings at any time from the network settings page." If the hospital is an emr interop customer, be sure to get approval before clicking apply settings, as this will cause pumps to temporarily disconnect from sm, which could cause an outage with programming pumps, if you do not have permission click continue (note: changes will not take effect until apply settings is selected). If the hospital is not an emr interop customer, click apply settings to commit the change. A review of the device history record showed the device had a manufacture date of 02/25/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. Technical support: 1. Connect to systems manager (sm) server 2. Launch sm 3. Browse to administration 4. Under the administration function: manage networks (default page) look at the manage ip address ranges 5. To add an ip address range do the following: click add ip address range. Enter the ip start and ip end, as provided by the customer. From the drop-down list select the facility the ip range belongs to. Click save. You will immediately receive the following message: "in order for your saved changes to take effect, the "apply settings" button must be clicked. This will refresh network connectivity for all pc units. If you wish to make additional change to the network settings, please click "continue" you can also apply settings at any time from the network settings page." If the hospital is an emr interop customer, be sure to get approval before clicking apply settings, as this will cause pumps to temporarily disconnect from sm, which could cause an outage with programming pumps, if you do not have permission click continue (note: changes will not take effect until apply settings is selected) if the hospital is not an emr interop customer, click apply settings to commit the change a review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
The customer reported that the devices have connected outside of a known ip address. There have been 44 devices which have connected outside of a known ip address over the last 3 days. This number exceeds the configured threshold of 3. Device ip address list: 172.29.194.181, 172.29.199.0, 172.29.192.32, 172.29.199.245, 172.29.193.147, 172.29.198.33, 172.29.196.155, 172.29.192.47, 172.29.195.249, 172.29.196.92, 172.29.192.15, 172.29.195.226, 172.29.192.28, 172.29.193.203, 172.29.199.116, 172.29.196.121, 172.29.194.206, 172.29.197.85, 172.29.196.255, 172.29.192.79. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the devices have connected outside of a known ip address. There have been 44 devices which have connected outside of a known ip address over the last 3 days. This number exceeds the configured threshold of 3. Device ip address list: (B)(4). There was no patient involvement.